Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary the customer returned (2) 0.3ml 29ga syringes, reporting the stopper was damaged and the shield does not detach. The syringe was visually examined and observed a damaged/deformed stopper. Based on the samples received and visual examination, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 2108907. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer-indicated failure. Root cause: there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes had deformed rubber stoppers found before use. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the robber stopper was found to be deformed and the cap cannot be removed, were confirmed before use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra fine¿ insulin syringes had deformed rubber stoppers found before use. The following information was provided by the initial reporter, translated from japanese: according to the user's report, the robber stopper was found to be deformed and the cap cannot be removed, were confirmed before use.